Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on (B)(6) 2017 reported patient was seen by another healthcare professional (hcp) in clinic and was referred to hcp office for explant. It was unknown what troubleshooting was performed related to the volume discrepancy and symptoms. It was noted no physical evidence seen intra operative. It was unknown if volume discrepancies and symptoms were resolved. It was noted to follow up with another hcp. Hcp contact information was made known.

Manufacturer narrative:
The patient's weight at the time of the event was unable to be obtained by the manufacturer. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative on (B)(6) 2017 regarding the patient's intrathecal pump intended for treatment. It was reported that during the pump replacement on (B)(6) 2017, there was excess fluid during pump refills. The physician stated that the fluid amount removed during refills did not match up with what was indicated on the physician programmer. Sometimes excess fluid, sometimes early low volume alarms. The catheter was aspirated during the pump replacement and it was found to be okay. There were no dye or rotor studies performed. It was indicated that no patient injury occurred and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 800 mcg/ml via an implantable pump for intractable spasticity. It was reported that during refill appointments, there were discrepancies in the amount of drug. At some appointments, there was eit her more drug in the pump than there should have been and also less drug, which was noted to be inconsistent. Additionally, at one point, the drug ran out before it should have. It was suspected the pump was not working. It was stated that the patient did not seem to receive therapeutic relief. No environmental, external, or patient factors were noted to have led or contributed to the issue. It was unknown as to what diagnostics or troubleshooting was performed. The pump was replaced on (B)(6) 2017 with a new pump. It was noted the patient's dose was decreased to 400 mcg/day due to the pump replacement and was also taking oral baclofen. The catheter was aspirated to make sure there was no occlusion or issue. It was noted the catheter seemed to be working fine. It was unknown if the issue was resolved, however the patient was noted to be "alive-no injury".